Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 52-year-old male with acute decompensated chronic cardiomyopathy was supported with an impella 5.5 inserted via the right axillary/subclavian artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage e shock. Comorbidities were not reported. During support, the physician assistant contacted clinical support regarding a purge blocked alarm. Evaluation identified a kink in the purge line, which was corrected; however, the alarm persisted. Additional troubleshooting was performed, including inspection for loops and other line kinks and replacement of the purge cassette, without resolution of the alarm. The treatment team reported plans to administer tissue plasminogen activator as the next step. All other waveforms were reported to be within normal limits. At the time of the event, the impella 5.5 was operating at p4 with flows of approximately 2.9 l/min. Three days after the reported event, the patient underwent bridge-to-transplant therapy. The patient survived to explant.